Manufacturer narrative:
N/a.

Event description:
The following has been reported: agilia tiva caused an incident in the middle of anesthesia. In the middle of general anesthesia, the infusion stops working. An error message appears on the screen of the perfuzer (warning! Force sensor alarm reinstall the syringe). The drug did not enter the patient for about five or six minutes until the device was replaced with other one and infusion was continued with the new device. Medicine: remifentanilo 2 mg / vial, hameln infusion strength: 0,05 mg/ml route of administration: IV indication: general anesthesia start time: (B)(6) 2026 at 8.38 infusion stopped: (B)(6). Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.